Event description:
My doctor's office applied a zio long term continuous heart monitor to my chest and the itching and burning at the patch application site never stopped. Around 2 hours of wearing the patch, I began to wheeze and have tightness in my chest. I called my doctor's office and they asked if I had broken out in hives. I had not checked, but went ahead and did so and I was breaking out in hives on my chest above the patch. My skin around the patch was red. I took a benadryl and about an hour later, took another one. It helped lessen the wheezing, but my chest was tight and I was coughing all night. I then applied some diphenhydramine 2% cream about an hour after that. The wheezing subsided and has returned intermittently over the past 3 days.